Event description:
The perfusionist stated that the false air bubble alarm was triggered immediately prior to cardiopulmonary bypass. The alarm was disabled and the procedure continued. Biomed assessment: ran the system for 6 hours with water in a test circuit. There were no unexpected bubble alarms. Two days later, the sorin service rep tested the unit and found no problems. Biomed then ran the unit for another five hours with no unexpected bubble alarms. Biomed released the unit back to surgery for use. Previously, 4 days before the event, the bubble sensor module was removed from this unit. No patient harm.